Manufacturer narrative:
Device not returned.

Event description:
A (B)(4) was received alleging a patient developed shortness of breath and chest pain while using a medium comfort classic mask in conjunction with an "intrapulmonary percussive ventilation device". The patient was allegedly diagnosed with a right lung tension pneumothorax, requiring admission to the hospital. Upon discharge from the hospital the medium comfort classic mask allegedly had an occluded exhalation port. No contact information is available for the facility or end user. The mask has not been made available for evaluation. Product labeling for the comfort classic mask instructs the user to "inspect the mask for damage or wear (cracking, crazing, tears, etc.). Discard and replace any components as necessary" and states "this mask is designed for use with CPAP or bi-level systems recommended by your health care professional or respiratory therapist. Do not wear this mask unless the CPAP or bi-level system is turned on and operating properly." A review of the manufacturer's complaint system indicates there have been no similar adverse events reported for the comfort classic mask. Based on the information available, the manufacturer concludes the alleged event is an isolated incident, and no further action is required.